Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A customer indicated that during jugular approach when deploying filter legs did not open. Dr. (B)(6) was able to pull the filter back into sheath and remove. Second optionelite filter was then opened and utilized with success.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. An single filter was returned. A visual inspection was performed on the filter and it was found that there were plastic-like fragments on the filter. The most probable cause for this defect is delamination within the inner lining of the sheath during the advancement of the filter. It is possible that the filter head caused damage to the sheath, resulting in plastic from the lining getting caught in the legs of the filter, resulting in the filter being unable to expand. A sustaining engineering project has been initiated to identify the root cause of the delamination issue and to develop and implement an appropriate corrective action. Additional information provided in d.9., h.3., h.6. And h.11.